Event description:
It was reported by service report that the siderail drops quickly when lowering due to the cable needing adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.